Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's lead was explanted and replaced due to invalid contacts. On the day of the replacement procedure, the pt informed the doctor about being in a car accident 4 months prior. It is unk when the pt began to experience inadequate coverage.